Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the alleged failure of damaged device. The definitive cause of the reported event could not be determined based on the returned device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after performing the procedure, the doctor requested a 6fr angio-seal device and proceeded to release it. The doctor performed the required steps but finally when traction the device was fractured, and the suture and collagen were observed. They were exposed outside of the patient. As it was not possible to use the device, the doctor ordered manual compression for 40 minutes. After that time, no bleeding or hematoma was observed. The patient was stable.